Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Additionally, redness and leaking were reported at the pod site. As treatment a new pod was applied.

Manufacturer narrative:
The pod was received not deployed having been deactivated after first prime, prior to when the needle was intended to deploy. Once deployed, the cannula was found to have no bends or kinks and no leaks were found in the fluid path. Since the needle was not yet inserted into the infusion site, it could not have caused irritation at this point. No problems were found with the device.